Manufacturer narrative:
(B)(4). The lead was surgically abandoned and will not be returned for testing. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was removed from service as pacing impedance measurements were greater than 3000 ohms due to a lead fracture. No adverse patient effects were reported.